Manufacturer narrative:
Updated fields:b4, e1-event site email address, g1- contact person-mfg site, g3, g6, h2, h6- (type of investigation code, investigation findings code, investigation conclusion code, componenet code), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse untangled the ac cord. The reel was able to function properly. The fse completed preventive maintenance (pm) with functional testing and safety checks to factory specifications. The intra aortic balloon pump(iabp) was returned to the customer.

Manufacturer narrative:
The complaint record is downgraded as the new information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, if any additional reportable information is received, then the complaint will be reopened and new information will be submitted. There was no impact to the patient related to this event.

Manufacturer narrative:
Due to character limit ine1 event site name, the full event site name is (B)(6) medical center. A supplemental report will be submitted once the investigation is completed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) power cord was broken. This was discovered during preuse. There was no patient involvement and no harm or injury was reported.